Event description:
While using the self-guided counter sink, the dr noticed that the 1/8" long tip had broken off in the pt's foot. After suctioning the area extensively, the piece of metal was retrieved from the suction canister.